Event description:
The pt was burned by leaving the lighted section on their belly.

Manufacturer narrative:
Device was not returned to MFR and could not be evaluated. Device was not used in accordance with the instructions for use, which cautions to avoid positioning the face of the illumination tip less than a half inch away from skin or tissue to avoid thermal injury. Device is obsolete, is no longer manufactured or distributed, and any remaining devices will be removed from the field as a class iii recall.